Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. It was noted that the implantable cardiac monitor exhibited oversensing. No intervention was performed. The patient was stable.

Event description:
New information received notes that the implantable cardiac monitor exhibited under-sensing leading to false pause episodes.